Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, on the anastomoses of the colon and rectum, the surgical assistant fired the stapler without issue. The donut specimens appeared complete and intact. Bubbles were discovered during the leak test. Upon inspection, the staple line was incomplete. They over sewed to complete the case. The surgical time extended by thirty minutes or more.